Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead had oversensing, high threshold, and an impedance jump. The header of the device was suspected. Both the competitor device and the right ventricular lead were explanted and replaced. No further patient complications have been reported as a result of this event.